Manufacturer narrative:
Investigation results: DHR: nothing unusual to report was found during DHR reviews. A query indicates no additional complaints have been received for these lot numbers. Returned: returned 25 sealed packs (150 files) of lot 0000356632 but no broken file. Per ansi/aq z1.4-2003 inspector's rule (using single sampling plan 'normal' at inspection level s2 with aql 1.5), a sample lot of 8 were checked. Checked under microscope and found no manufacturing marks or defects. Files were measured using opt comp-007 (calibration date (B)(6) 2024) and passed all attributes checked, d2, d6, d13, and wire size and also lab testing was completed on 3 files and passed, see attached inspection/testing forms. Returned sealed product meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported protaper gold rotary s1 25mm file broke during use. The broken part was not retrieved. Patient is being watched for any adverse effects, currently they re asymptomatic. No injury.